Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 560 mg/dl and trace ketones. Reportedly, the cartridge was filled with cold insulin. Manual injections were administered, and the cartridge and infusion set was changed to address bg level.